Manufacturer narrative:
Correction: d4- product lot # (MDR), d4- expiration date, d4- product lot #, d4- UDI, h4, h6- annex a. D10 ¿ product received on: 27apr2021. Investigation ¿ evaluation. (B)(6) hospital in france informed cook that on 01apr2021, the check-flo body on the flexor sheath in a rosch-uchida transjugular liver access set separated. The sheath was placed in a patient and the user advanced a gore viatorr stent through the check-flo body of the sheath. The check-flo body then separated from the sheath tubing. The patient did not experience adverse effects. Cook was unable to obtain additional information about the gore stent dimensions or the procedure¿s completion. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection of the returned device was conducted during the investigation. One 10.0fr flexor sheath was received with the check-flo valve separated from the sheath tubing. The check-flo body was disassembled; the sheath flare remained between the connector cap and check-flo body and was caught in the clear reinforcement sleeve. Additionally, a document based investigation evaluation was performed. There are appropriate controls in place to detect coil breakage or separation prior to device distribution. The device history record for the reported lot was reviewed. There are no non-conformances on this lot. The component lot did not have non-conformances. The sheath component lot was not used in any additional final lots. There are no additional complaints on the reported lot number. Based on this review, there is no evidence of additional related complaints in the field. The instructions for use [t_rups_rev4] state: "warnings -if resistance is encountered during advancement of flexor sheath, assess cause of resistance and consider dilation of any restriction identified or consider alternate treatment strategy. If flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal. -reinsertion of dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal of flexor sheath, consider carefully reinserting the dilator prior to continuing removal." Based on the device history record, device master record, design history file review, and the device failure analysis, there is no indication the complaint device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. The user noted that the hub separated when the gore stent was advanced through the check-flo body. It is possible that the stent's outer diameter was not compatible with the flexor sheath, but this could not be confirmed without additional information. There is no evidence of manufacturing deficiency. Based on the information provided, inspection of returned product and the results of the investigation, a the cause of this event is component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: material secretary. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required a rosch-uchida transjugular liver access set for an unknown procedure. When the operator introduced the stent, a separation "between the valve and the introducer" occurred. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.